Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 day. The event occurred at the (B)(6) in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an infarction in the right cerebral hemisphere and muscle weakness of the left side of the body. It was reported that the CT image seemed unchanged compared to the preoperative image. It was reportedly unclear whether the infarction was present before the implant of the pump. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient had a history of cerebral infarction prior to the implant of the pump.